Event description:
It was reported that during generator replacement surgery high impedance was observed with the new generator attached to the existing lead. The surgeon called the neurologist who reported that the patient had high impedance in the office; however, the surgeon was not informed. The new generator was placed and the lead replacement was scheduled for the following week. The patient underwent lead replacement on (B)(6) 2014. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Attempts to have the explanted devices returned for analysis have been unsuccessful to date. It is believed that the explanting facility discards explanted devices.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.